Event description:
Customer reported that the insulin pump resets itself after changing set and during bolus. Customer also mentioned that the insulin pump alarmed motor error during bolus. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 253 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected motor error alarms, rewind loop or resets were noted during testing. The pump passed the displacement, rewind, basic occlusion and motor tests. Unable to prime during the prime test due to a faulty force sensor. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a broken reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.